Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed while the device was still in the box. The device will be returned for further analysis. No further information is available.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.